Event description:
Additional information was received from the consumer, the doctor's office was shut down due to federal investigation not a holiday as previously reported. Patient weight was unknown. The consumer would need to call the doctor to inquire on when the patient got refilled from this incident

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient missed a refill because the healthcare professional¿s (hcp) office was permanently closed and he was unable to find a primary care physician due to not having insurance coverage. At the time of report, the pump had yet to be filled and the patient was not feeling good. The patient did not think that the pump had any medication in it and, additionally, was getting low on his oral norco and was out of his oral tramadol. The device system was used to deliver dilaudid. Additional information was received from a consumer regarding a patient who was receiving fentanyl, bupivacaine and dilaudid (unknown dose and concentration) via an implantable pump for non-malignant pain, and radicular pain syndrome (radiculopathies). On (B)(6) 2014, patient went through withdrawals due to the doctor's office being shut down on a federal holiday and no one was available to do it and did not notify them, when they found someone who could help, it took 2 weeks or longer to get in and by then the patient was in withdrawal no further complications were anticipated/reported